Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported "in the process of insertion, the catheter was stuck in sheath". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition was reported as "fine".

Event description:
It was reported "in the process of insertion, the catheter was stuck in sheath". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition was reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "the catheter was stuck in sheath" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.